Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to faulty force sensor resistor. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump would not stop priming. The customer also stated that the insulin pump's piston did not detect the reservoir. During troubleshooting the prime loop did not stop, nor did beeps or numbers occur after holding down the act button of the device. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.